Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported the app did not log in because of the nfc. Attempted to replicate the customer's complaint using similar configurations android 9 , 21.0.0.6714 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with an unknown phone with an unknown operating system version. Customer was unable to access their freestyle librelink account due to a password re-set error. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of hypoglycemia and a loss of consciousness. As a result, the patient received hcp treatment of glucose injection for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with an unknown phone with an unknown operating system version. Customer was unable to access their freestyle librelink account due to a password re-set error. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of hypoglycemia and a loss of consciousness. As a result, the patient received hcp treatment of glucose injection for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.